Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rupture" and "bump under left arm". Patient also reported dizziness, shortness of breath, insomnia, nausea, abscess, lymphadenopathy, and "feeling bad for 4 - 6 weeks;" these events are not device related. Device remains implanted.

Manufacturer narrative:
Device evaluation: a leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool, and delamination partial in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on the anterior side due to surgical damage, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Patient additionally reported "being sick, sin rash, loss of feeling in face, and rare blood disorder"; these events are not related to the device. Device has been explanted.